Event description:
As reported by the user facility: "IV bag contained 100 mg of ms04/100 ml infusing at 1 mg per ml hung by rn. At 01:10am, the night shift nurse reported the entire bag had infused (which would be correct amount for time lapsed but the IV bag was empty). Pt had no physical effects of bolus infusion. Pump sequestered and testing in progress by bbraun." (B)(4).

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.